Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The firing speed worked as intended. This report is not intended to deny that you experienced a problem with the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastric band removal and laparoscopic sleeve gastrectomy procedure, on the first firing on the distal portion of the stomach the device started to fire and then stopped. It was struggling and then stopped. The battery was removed, replaced with the battery from another device and the firing completed. Once completed, the device was opened and there were malformed staple. The surgeon over-sewed with suture. The device was fired using a black cartridge and gore buttressing. The device was removed from the field and a new one was used. There was no impact to the patient.